Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector, but the exact cause could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the screen went black and the image did not appear. There was no report of patient injury associated with the event.